Event description:
There was no liquid drop when the physiological saline went into the valve out of the patient. Changed another one to complete the procedure. On (B)(6) additional information from the affiliate explained that the flow was slow, event occurred during an intra-operative procedure (patient was never closed and re-opened) there was no delay greater than 30 minutes and there were no adverse consequences to the patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. The valve is a precision valve with 3 dots. The valve was visually inspected and no defects were noted. The valve was irrigated with purified water, no occlusion was noted. The siphon guard was irrigated and the flow was normal. The valve was dried. The valve was then pressure tested according to test method tm417, rev /a, the valve passed the test. Review of the history device records confirmed the valve conformed to the specifications when released to stock on the (B)(4) 2011. No root cause could be determined as no problem was found with the valve, the valve functioned correctly. The problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. Trends will be monitored for this or similar complaints. Based on the investigation this complaint is considered closed. Trends will be monitored for this and similar events.